Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). Reprogramming was performed to clear the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Power on reset critical ram parity error on (B)(6) 2015. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).